Event description:
Pt received a kidney transplant on (B)(6) 2016 that was presented in sps solution. Pt ended up with a fungal infection that resulted in losing the transplanted kidney. Reports to this facility stated that the sps solution was contaminated: "brief summary of report: cdc, hrsa, and FDA are investigating bacterial contamination of sps-1, an organ preservation solution distributed by organ recovery systems (ors). Description: this is an update to an epi-x posted on (B)(6) 2017, which reported potential bacterial contamination in sps-1 lots pbr-0074-337, pbr-0060-386, pbr-0074-330, and pbr-0060-392. FDA's investigation of potential contamination of several lots of sps-1, manufactured by organ recovery systems (ors) is ongoing. We recommend that organ procurement organizations (opo) and transplant facilities should consider transitioning to alternate, FDA-cleared organ preservation fluid products from other mfrs."